Event description:
A malfunction alarm was reported on the customer's pump, with malfunction code malf 0, which was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to use multiple daily injections as a backup therapy while a replacement pump was arranged. The replacement pump was sent, and instructions were provided for returning the defective unit.